Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance on the superior vena cava (svc) coil. The lead threshold appears increasing with variable r-wave sensing. A follow up with the patient¿s healthcare provider yielded that the lead continues to be monitored and will be assessed on an upcoming appointment. The lead remains n use. No patient complications have been reported as a result of this event.